Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a functional check of the equipment's features, and a power output check of the generator. All features were/ are functioning properly within specifications for the device. An evaluation of the chronological data from the unit was performed. There were no abnormalities found in the length and power outputs of the esu in the selected endocut I mode, effect 2. Finally, no anomalies were found in the review of the device history record (DHR) of the esu. In conclusion, no equipment problem was found that would have caused or contributed to the events. Most likely, there were many factors involved with the reported incident (e.g., patient condition/disease state- patient had arterial hypertension and possible use of anticoagulants, equipment settings, endoscopic technique, etc.). However, no conclusive determination of the cause(s) of the incident could be determined. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with an electrosurgical unit (esu/generator) upon an endoscopic retrograde cholangiopancreatography (ercp) with a papillotomy and then a placement of a stent. It was reported that the unit's settings were endocut I mode, effect 2. No information was provided regarding any other accessories used in the procedure. After the ercp, mild post-operative bleeding occurred. It was reported that the patient required intensive care monitoring.